Event description:
Distributor contacted dexcom technical support on behalf of the patient (B)(6) 2015, to report that on (B)(6) 2015, their receiver was experiencing communication issues. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint sensor was returned for evaluation. The returned product was not investigated as analysis would not be able to confirm complaint or determine a potential root cause. Therefore, the complaint of the receiver experiencing communication issues was not confirmed.

Manufacturer narrative:
(B)(4).